Event description:
It was reported that the patient had a magnetic resonance imaging (MRI) scan. The device was not programmed with appropriate MRI settings. The device went into backup mode with high voltage therapies turned off. A device restoration was performed. The patient was in stable condition with no adverse events.